Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A self check fault 2001 error was identified in the device alarm logs; however, the issue could not be reproduced during functional or stress testing. Internal inspection revealed debris within the manifold flow screens. The manifold flowscreens were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a self check failure - 2001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.